Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the false upstream occlusion alarms which were not reproduced. Upstream occlusion alarms were confirmed during a review of the event history log. During the evaluation, the condition was found to be caused by a failed upstream sensor. The failed upstream sensor was replaced to correct the issue.

Event description:
It was reported that a spectrum pump experienced upstream occlusion alarms every minute during therapy in the procedure room (medication, programmed amount and delivery rate unknown). It was also reported that the hospital staff changed the IV tubing and reloaded the set in attempt to resolve the alarms. The customer also stated that the device was swapped out and that there was no patient injury.